Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of deep vein thrombosis (dvt) could not be conclusively established through this evaluation. The event reportedly resolved without sequelae on 17jun2022. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right lower extremity pain due to venous thromboembolism. An ultrasound revealed possible right femoral deep vein thrombosis. The patient was already on prophylactic medication for deep vein thrombosis; there were no changes to their medication. The patient reported that the pain and swelling improved after one week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.